Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent the surgery via bha for medial femoral neck fracture. When the product in question was opened, it was confirmed that the plug connecting to the footswitch was broken. The surgeon tried various connections but could not make them. Therefore, spare cement was used, and the surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint (B)(4) investigation summary no device associated with this report was received for examination. According to the information received,"it was reported that on (B)(6) 2024, the patient underwent the surgery via bha for medial femoral neck fracture. When the product in question was opened, it was confirmed that the plug connecting to the footswitch was broken. The surgeon tried various connections but could not make them. Therefore, spare cement was used, and the surgery was completed successfully without any surgical delay." Manufacturing date: 2023-03-13 expiry date: 2025-02-28 there were no nonconformances on this bone cement lot. All qc and microbiology testing met specification. The complaint states that during surgery, ¿when the product in question was opened, it was confirmed that the plug connecting to the footswitch was broken. The surgeon tried various connections but could not make them.¿ no complaint sample or photographs have been provided. A test of a retained sample of the same lot of the vacu-mix system pre-filled with the endurance bone cement powder was conducted and exhibited no issues during the mixing or bone cement extrusion stage. No product issue was encountered; the mixing system and bone cement functioned as expected. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing date: 2023-03-13 expiry date: 2025-02-28 there were no nonconformances on this bone cement lot. All qc and microbiology testing met specification. The complaint states that during surgery, ¿when the product in question was opened, it was confirmed that the plug connecting to the footswitch was broken. The surgeon tried various connections but could not make them.¿ no complaint sample or photographs have been provided. A test of a retained sample of the same lot of the vacu-mix system pre-filled with the endurance bone cement powder was conducted and exhibited no issues during the mixing or bone cement extrusion stage. No product issue was encountered; the mixing system and bone cement functioned as expected.